Event description:
It was reported that the patient's blood glucose level rose to 22.3 mmol/l (401.4 mg/dl) while wearing the pod between 49 and 71 hours. Investigation of the pod found the cannula to be torn and damaged. The device was initially reported due to the customer being unsure if it was delivering insulin and experiencing difficulty removing the adhesive.

Manufacturer narrative:
Device was received in the deployed state. The adhesive pad was not returned with the device. The adhesive pad welds were checked and no issues were observed. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined. The external soft cannula was found to be torn off. The soft cannula therefore measured shorter than expected, 15.47mm in length, due to the damage to the soft cannula. Additionally, the unexposed part soft cannula was found to be damaged with a tear 13.80mm above the nailhead. It was determined that the internal and external cannula damage occurred as a result of the same event, however the exact cause and timing of this event could not be determined. It could not be determined whether the damage contributed to the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run. No other damages or defects were found. The exact cause of the device failing to deliver insulin could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.